Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, dyspnea, angina and in-stent restenosis occurred. (B)(6) 2010 - the patient presented with increased dyspnea, fatigue and was diagnosed with stable angina. The first 99% stenosed lesion was located within a previously stented segment of the distal left anterior descending (lad) artery, measuring 20mm in length with a reference vessel diameter of 2.5mm. The manufacturer of the previously placed stent located in the lad is unknown. The first target lesion was treated with direct stent placement using a 2.50 x 24 mm taxus liberte stent, with 0% residual stenosis. The second 80% stenosed,15mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. The second target lesion was treated with direct stent placement using a 3.00 x 20 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with dyspnea and unstable angina. Coronary angiography revealed 80% discrete proximal stenosis and 99% tubular mid in-stent restenosis of a 20 x 3.00 mm taxus liberte stent in the rca. The 99% tubular mid in-stent restenosis was treated with the placement of a non-bsc stent with 0% residual stenosis; the 80% proximal stenosis in the rca was treated with placement of another non-bsc stent with 0% residual stenosis. The event was considered resolved without residual effects and the subject was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).